Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the image distortion is due to electrical connector deformation and dirt on the distal end cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited image distortion and dirt on distal end. There was no patient involvement.

Manufacturer narrative:
The initial report, 9610595-2026-18669, was sent in error as dirt on distal end was incorrectly documented during the device evaluation.

Event description:
No additional information received from customer.